Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was introduced in the intensive care unit and there was a leak between the tube to the funnel and valve. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Visual examination was conducted on the returned sample and no sign of material degradation or abnormalities was observed' the sample was intact and in good condition. The investigation was initiated by inflating the sample using red color water. No leakage was observed along the inflation lumen. Further examination was conducted using dino lite with 50 magnifications and found that there was a small tear at the funnel joint area. In current manufacturing process, the catheters are subjected to 100% ater leak test after funnel injection molding process. Any defects will be segregated before proceeding to the next process. Based on the investigation conducted on the returned sample such tear may be due to in contact with sharp objects or edges during handling which lead to leak. However, the nature of the tear could not be associated with manufacturing. Therefore, this complaint could not be confirmed as stated.

Event description:
It was reported that the catheter was introduced in the intensive care unit and there was a leak between the tube to the funnel and valve. There was no patient injury.